Event description:
The customer reported to beckman coulter (bec) that the coulter act-diff analyzer was leaking from the back of the analyzer. The volume was reported as 10 to 15 ml and the leak was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No erroneous results were generated in connection to the leak. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument and observed a diluent leak from the rear of the instrument near the waste port. The fse stated the majority of the fluid had dried on the counter. The fse ran a blood sample and did not observe any visible leak from the instrument. The fse then ran another blood sample and observed the diluent flow from the blue diluent filters. Upon further inspection, the fse observed that the leak was due to a loose diluent filter connection. Failure mode of the leak was attributed to a loose diluent filter connection. (B)(4).